Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 76 mg/dl at the time of the call. The customer was given d5 to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The caller was asked to call by the customer's doctor because the pump is malfunctioning and over delivering. The caller stated the pump gave the customer 100 units overnight. Troubleshooting was completed and the caller believes the pump is over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.